Event description:
Patient arrived to clinic with noted full-thickness tear to the driveline silicone covering past the area of previous repair. Full-thickness tear repaired with a layer of silicone rescue tape to driveline covering complete driveline at the patient's request. The patient is also using an electrical wire protector.